Event description:
It was reported that the patient presented in the emergency room with complete heart block and presyncopal symptoms. Patient is a known twiddler and was also recently involved in a motorcycle accident. X-ray showed that the leads were dislodged. The physician extracted and replaced the leads on (B)(6) 2017. Patient was stable during and after the procedure.